Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed the suture anchor has broken off at the proximal end of the implant at the stem, which is lodged inside the driver. The device was used off-label/contraindicated use. Per directions for use (dfu-0054) excludes the ar-1934bf-24 for hip repair. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that four ar-1934bf-24, 2.4mm bio-suturetaks with #2 fiberwires, were used for a hip labral repair. One anchor was inserted and the device inserter was pulled out. The white suture eyelet of the anchor did not work properly and allowed the fiberwire to come out of the anchor. There were no loose pieces. This issue occurred with two additional anchors, for a total of three anchors with this same issue. Where visible, the surgeon removed any visible suture fragments from the suture eyelets. A fourth ar-1934bf-24 anchor was inserted and broke when the inserter was removed. Approximately 75% of the anchor was removed using a grasper. Approximately 25% of the broken anchor remained in the bone. The suturetak drill guide was used with the suturetak drill. The drill was inserted correctly with the shoulder out of the chuck. The shoulder made contact with the drill guide for a hard stop to determine the depth of the hole. The anchors were each inserted through the drill guide after each hole was drilled. The mallet was used to insert them down to the laser line. Ar-1934d-24 drill was used for the 2.4 mm anchors. The procedure was completed by using two 3.0mm bio-suturetak devices. The additional holes necessary for the 3.0 mm suturetak's were drilled as far away as possible from the initial 2.4 mm anchors to avoid any convergence of the holes.